Manufacturer narrative:
The insulin pump was received with a scratched liquid crystal display window. The button/keypad responded button/keypad presses properly. Unable to prime during the test due to a faulty force sensor resistor. Unable to run the occlusion test due to the prime anomaly.

Event description:
The customer reported a high blood glucose reading of 212 mg/dl. The customer also stated that the insulin pump was not alarming no delivery as it should. He stated he purposely backed up blood in the tubing to see if the insulin pump would alarm no delivery, but it did not. The customer declined troubleshooting for the no delivery alarm. In addition, the customer stated that the buttons do not respond as they should.